Event description:
The customer reported unexplained low blood glucose for a month. The customer's glucose reading was 62mg/dl. Troubleshooting was performed. The caller's most recent glucose reading was 185mg/dl, and he has treated with food and glucose tablets. The customer stated that the reservoir is showing the same amount of insulin the status screen shows. The caller stated that he was receiving too much insulin, and she does not feel comfortable with the insulin pump. Advised the customer that the device will be replaced. No further information was provided.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose drive support disk. The insulin pump passed the prime test. Unable to perform occlusion and excessive no delivery test due to motor alarm anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.